Event description:
It was reported that "when the surgeon used the hemoclip aaplier with a loaded staple, he noticed bleeding began at another site on the vessel. The same hemoclip applier was reloaded with a staple and the surgeon clamped the vessel and bleeding began at another site on the vessel. Upon inspecting the hemoclip applier, the surgeon noticed the tips were not aligned."